Event description:
It was reported that customer experienced multiple occlusion alarms, including two events where blood glucose reached 600 mg/dl. Customer changed infusion set and cartridge, administered a correction injection, resumed insulin on pump, and later transitioned to use of a new pump.